Event description:
It was reported the user was unable to insert the spring wire guide through the catheter because of resistance, prior to use on patient. A new kit was obtained for use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the user was unable to insert the spring wire guide through the catheter because of resistance, prior to use on patient. A new kit was obtained for use.

Manufacturer narrative:
(B)(4). The report of a kinked guide wire was confirmed through complaint investigation, however, the catheter reported as involved in the event was not returned for evaluation. The customer returned multiple components of a cvc kit for analysis. Signs-of-use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire contained multiple kinks/ offset coils towards the distal end. Similarly, the distal j-bend was misshapen. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were secure and intact. Visual analysis could not be performed on the catheter as it was not returned for analysis. The kinks on the guide wire measured 650mm and 662mm from the proximal weld. The guide wire length measured 683mm, which was within the specification limits of 679mm-687mm per the guide wire product drawing. The kinks and the guidewire length were measured via calibrated ruler. The guide wire outer diameter measured 0.803mm via calibrated micrometer, which was within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Dimensional analysis could not be performed on the catheter as it was not returned. Functional inspection was performed per IFU statement, "thread tip of catheter over swg. Sufficient swg length must remain exposed at hub end of catheter to maintain a firm grip on swg. Grasping near skin, advance catheter into vein with slight twisting motion." The guide wire was inserted through the returned ars and lab inventory 18ga introducer needle subassembly as well as a lab inventory catheter. Little to no resistance was encountered as the guide wire passed completely through all the components. Functional analysis could not be performed on the catheter involved as it was not returned. A manual tug test revealed that the distal and proximal welds were secure and intact. The IFU provided with the kit informs the user, "do not exert excessive force while removing the catheter, to minimize the risk of catheter breakage. Do not apply undue force on guidewire to reduce risk of possible breakage". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause could not be determined as the catheter involved with this complaint was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only.

Event description:
It was reported the user was unable to insert the spring wire guide through the catheter because of resistance, prior to use on patient. A new kit was obtained for use.